Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 24-nov-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("back pain on the upper levels of my spine") in a 43 year-old female patient who had essure inserted (lot no. 628312) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of osteoarthritis and spinal canal stenosis (l4-l5). On (B)(6) 2009, the patient had essure inserted. In 2010 she experienced fatigue ("never regained my energy; severe chronic fatigue"). In 2012 she experienced back pain (seriousness criterion medically important), musculoskeletal pain ("musculoskeletal pain until complete deterioration of s1/l4/l5 levels secondary to known s1/l5 pathology"), muscle spasms ("very considerable calf cramps at night, hand cramps"), paraesthesia ("paraesthesia - tingling in the lower limbs"), skin burning sensation ("painful scalp as if burning"), tooth loss ("loss of two teeth"), tooth fracture ("two teeth broke into pieces"), alopecia ("unexplained hair loss"), micturition urgency ("urinary urgency") and cardiovascular disorder ("poor blood circulation"). Essure treatment was not changed. At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to back pain, musculoskeletal pain, fatigue, muscle spasms, paraesthesia, skin burning sensation, tooth loss, tooth fracture, alopecia, micturition urgency or cardiovascular disorder. The reporter commented: severe deterioration in health since 2012. Musculoskeletal pain until complete deterioration of s1/l4/l5 levels secondary to known s1/l5 pathology. Doctor hopping for 4 years prior to anterior fusion in 2016 on 3 levels, loss of 2 teeth which broke into pieces. Unexplained hair loss. Urinary urgency. Poor blood circulation. Paraesthesia. Current status: after 13 years I have never regained my energy; severe chronic fatigue compensated by a very healthy lifestyle, very considerable calf cramps at night, tingling in the lower limbs, hand cramps. Painful scalp as if burning at times. Back pain on the upper levels of my spine. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 73 kg. [Abdominal x-ray] on (B)(6) 2009: without contrast: check-up of intrafallopian device: centred in the lesser pelvis [computerised tomogram] on (B)(6) 2018: indications: pre-operative assessment of an anterior fusion u -l5 and l5-s1. Result: l2-l3 level: no disc herniation. The central canal and foramina are free. Posterior osteoarthritis at a minimum. L3-l4 level: moderate bilateral posterior osteoarthritis. Mild disc overflow. No disco-radicular conflict.no tight central canal stenosis.l4-l5 level: advanced bilateral posterior osteoarthritis.overall disc bulging with no focal herniation. Central canal stenosis. L5-s1 level: major central canal stenosis of posterior articular and disc origin, increased by degenerative anterolisthesis. Aortic bifurcation: superior plate of l4. Cava bifurcation: l4-l5. [X-ray of pelvis and hip] on (B)(6) 2012: indication: check-up of spondylolisthesis results: l4-ls and ls-51 intervertebral disc space narrowing to be seen with the doctor. Mild narrowing listhesis ls-51 stable on dynamic x-ray images. Free sacroiliac and coxofemoral joints. Mild tilting of the pelvis to the right. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 24-nov-2023. The most recent information was received on 11-jan-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("back pain on the upper levels of my spine") in a 43 year-old female patient who had essure inserted (lot no. 628312) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of osteoarthritis and spinal canal stenosis (l4-l5). On (B)(6) 2009, the patient had essure inserted. In 2010 she experienced fatigue ("never regained my energy; severe chronic fatigue"). In 2012 she experienced back pain (seriousness criterion medically important), musculoskeletal pain ("musculoskeletal pain until complete deterioration of s1/l4/l5 levels secondary to known s1/l5 pathology"), muscle spasms ("very considerable calf cramps at night, hand cramps"), paraesthesia ("paraesthesia - tingling in the lower limbs"), skin burning sensation ("painful scalp as if burning"), tooth loss ("loss of two teeth"), tooth fracture ("two teeth broke into pieces"), alopecia ("unexplained hair loss"), micturition urgency ("urinary urgency") and cardiovascular disorder ("poor blood circulation"). Essure treatment was not changed. At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to back pain, musculoskeletal pain, fatigue, muscle spasms, paraesthesia, skin burning sensation, tooth loss, tooth fracture, alopecia, micturition urgency or cardiovascular disorder. The reporter commented: severe deterioration in health since 2012. Musculoskeletal pain until complete deterioration of s1/l4/l5 levels secondary to known s1/l5 pathology. Doctor hopping for 4 years prior to anterior fusion in 2016 on 3 levels, loss of 2 teeth which broke into pieces. Unexplained hair loss. Urinary urgency. Poor blood circulation. Paraesthesia. Current status: after 13 years I have never regained my energy; severe chronic fatigue compensated by a very healthy lifestyle, very considerable calf cramps at night, tingling in the lower limbs, hand cramps. Painful scalp as if burning at times. Back pain on the upper levels of my spine. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 73 kg. [Abdominal x-ray] on (B)(6) 2009: without contrast: check-up of intrafallopian device: centred in the lesser pelvis [computerised tomogram] on (B)(6) 2018: indications: pre-operative assessment of an anterior fusion u -l5 and l5-s1. Result: l2-l3 level: no disc herniation. The central canal and foramina are free. Posterior osteoarthritis at a minimum. L3-l4 level: moderate bilateral posterior osteoarthritis. Mild disc overflow. No disco-radicular conflict.no tight central canal stenosis.l4-l5 level: advanced bilateral posterior osteoarthritis.overall disc bulging with no focal herniation. Central canal stenosis. L5-s1 level: major central canal stenosis of posterior articular and disc origin, increased by degenerative anterolisthesis. Aortic bifurcation: superior plate of l4. Cava bifurcation: l4-l5. [X-ray of pelvis and hip] on (B)(6) 2012: indication: check-up of spondylolisthesis results: l4-ls and ls-51 intervertebral disc space narrowing to be seen with the doctor. Mild narrowing listhesis ls-51 stable on dynamic x-ray images. Free sacroiliac and coxofemoral joints. Mild tilting of the pelvis to the right. Lot number: 628312 manufacture date: 2008-10 expiration date: 2011-10. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 11-jan-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.